Event description:
Caller alleging discrepant inratio values; 1 hour between inratio tests; 1 1/2 hours between second inratio test and lab. All tests within 2 2/12 hours. Patient's therapeutic range 1.5 -2.5. Vitamin k administered and warfarin held based on lab result on (B)(6). No hospitalization occurred. No additional info provided.

Manufacturer narrative:
Investigation pending.